Event description:
Procedure: lap nissen. According to the reporter: the needle broke during the case. There was no pt injury. In addition, the case did not extend more than 30 minutes, the needle did fell into the pt's cavity, but was safely retrieved. No excessive bleeding or tissue damage was reported.

Manufacturer narrative:
(B) (4). (B) (4).